Event description:
This report was received from (B)(4) and is a spontaneous report by a physician from (B)(6) of diarrhea and peritonitis in a patient coincident with bieffe formulae 55 therapy for continuous ambulatory peritoneal dialysis (capd) and end stage renal failure. It was unknown if bieffe formulae 55 therapy was ongoing. On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis. It was not reported if the patient required hospitalization. On an unreported date, the patient was treated with cefacidal and gentamycin. The cause of the peritonitis was not reported. On an unreported date the peritonitis resolved. The outcome of the event of diarrhea was not reported. The physician stated that the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the event of diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is undetermined.